Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, staff reported when activating the plasmablade device on coag, the cut function activated. There was no adverse effect to the patient reported.